Event description:
Programmable ventricular shunt valve implanted this year, removed and new device placed one month later.physician stated that implant drained ventricles too much.vendor stated exact protocol for programming shunt not followed by surgeon.